Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017 cleaned out injector valve face plate ports to correct issue. Also replaced the sample loop and calibrated and ran qc with no more errors. Ran qc several times with no low areas, also ran a rack of 10 patients with no low areas. Instrument is working within specification. The most probable cause of the reported event was a clog on stator face plate.

Event description:
On (B)(6) 2017, the customer reported low ta on diluted samples only with their hlc-723g8 analyzer. Ts advised customer to replace the sample needle which could be the cause due to a sample uptake issue. On (B)(6) 2017 customer called back, has not yet rec'd sample needle. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.